Manufacturer narrative:
The device in question has not been returned to boston scientific for evaluation. Boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned for evaluation and further significant information is found, a supplemental report will follow.

Event description:
The hospital reported an embolization procedure from the right superior ophthalamic vein to the cavernous sinus. It was difficult to suitably position the device in question. When the device in question was respositioned again (without any force), the coil detached into the infusion catheter without turning on the electricity. Though, most of the coil was deployed in the body, approximately 1 cm of the proximal coil remained in the infusion catheter. The remaining coil was pushed out by flushing with saline. It was noted that the part was stretched. The hospital reported that several coils were deployed following the event, and that the procedure was sucessfully completed. There were no patient complications and the patient condition is good.